Event description:
Hcp responds to a fax asking if the 8709 catheter was removed from the patient. It states: "most of it. Catheter broke off as it was being removed." Multiple attempts to secure more information were unsuccessful.